Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient normally on "setting 1" and felt stimulation at the bottom on his scrotum. Patient stated that now it was coming up the lower part of his back. Patient tried the other settings and he was feeling stim in different spots. Patient stated he had a colonoscopy yesterday and this started after the colonoscopy. No further complications were reported/anticipated.